Manufacturer narrative:
H10: one actual device and three videos were received for evaluation. A visual inspection with the naked eye was performed which noted a scratch/surface markings on the tubing near the patient adapter on the samples. The reported condition was verified. The cause of the condition was manufacturing related caused by the grippers during assembly. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) amia automated pd cycler sets were damaged. The event was further described as ¿slice/ gash near the patient line¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.